Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in (B)(6) 2021. It was reported that the revision surgery was performed on (B)(6) 2021 for dislocation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Photographs of the explanted femoral stem and head have been provided and reviewed. Nothing indicative of a product problem is identified. No information could be learned as to why the stem was revised. No photos of the liner associated with the dislocation event provided. It is not possible to determine a root cause for dislocation using these images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.